Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement and posterior repair procedure performed on (B) (6) 2010. According to the complainant, the sling placement and posterior colporrhaphy were performed successfully. Following the procedure, the patient presented with lower abdominal pain and low urine output. A CT scan was performed and no abnormalities were noted. The patient's symptoms became more acute over time and expanded to include difficulty breathing. On the morning of (B) (6) 2010, the patient was admitted into the ICU. The patient suffered a cardiac arrest. The patient recovered from the cardiac arrest. The patient was described with symptoms of toxic shock. The patient then suffered a second cardiac arrest and subsequently expired. Additional information was received on (B) (6) 2010 stating that no product was used for the posterior colporrhaphy, it was a stitch repair. Also, during the procedure, the advantage sling was repositioned twice as the dilator tube was observed in the bladder during cystoscopy. Additional information was received on february 12, 2010 stating that the autopsy report showed that there was a bowel perforation but that it was not caused by the sling or surgery. The patient had severe bowel ischemia likely caused by chronic high dose non-steroidal anti-inflammatory drug (nsaid). Additional information was received on february 24, 2010 stating that the nsaids were for arthritis. There was no earlier sign of ischemia, prior to the sling procedure. The autopsy report is unavailable.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement and posterior repair procedure performed on (B) (6) 2010. According to the complainant, the sling placement and posterior colporrhaphy were performed successfully. Following the procedure, the patient presented with lower abdominal pain and low urine output. A CT scan was performed and no abnormalities were noted. The patient's symptoms became more acute over time and expanded to include difficulty breathing. On the morning of (B) (6) 2010, the patient was admitted into the ICU. The patient suffered a cardiac arrest. The patient recovered from the cardiac arrest. The patient was described with symptoms of toxic shock. The patient then suffered a second cardiac arrest and subsequently expired. Additional information was received on february 9, 2010 stating that no product was used for the posterior colporrhaphy, it was a stitch repair. Also, during the procedure, the advantage sling was repositioned twice as the dilator tube was observed in the bladder during cystoscopy. Additional information was received on february 12, 2010 stating that the autopsy report showed that there was a bowel perforation but that it was not caused by the sling or surgery. The patient had severe bowel ischemia likely caused by chronic high dose non-steroidal anti-inflammatory drug (nsaid). Additional information was received on february 24, 2010 stating that the nsaids were for arthritis. There was no earlier sign of ischemia, prior to the sling procedure. The autopsy report is unavailable.

Manufacturer narrative:
Product unavailable for analysis.

Manufacturer narrative:
FDA request for additional information_09mar2010_(B) (4).

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement and posterior repair procedure performed on (B) (6) 2010.according to the complainant, the sling placement and posterior colporrhaphy were performed successfully. Following the procedure, the patient presented with lower abdominal pain and low urine output. A CT scan was performed and no abnormalities were noted. The patient's symptoms became more acute over time and expanded to include difficulty breathing.on the morning of (B) (6) 2010, the patient was admitted into the ICU. The patient suffered a cardiac arrest. The patient recovered from the cardiac arrest. The patient was described with symptoms of toxic shock. The patient then suffered a second cardiac arrest and subsequently expired.additional information was received on february 9, 2010 stating that no product was used for the posterior colporrhaphy, it was a stitch repair. Also, during the procedure, the advantage sling was repositioned twice as the dilator tube was observed in the bladder during cystoscopy. Additional information was received on february 12, 2010 stating that the autopsy report showed that there was a bowel perforation but that it was not caused by the sling or surgery. The patient had severe bowel ischemia likely caused by chronic high dose non-steroidal anti-inflammatory drug (nsaid). Additional information was received on february 24, 2010 stating that the nsaids were for arthritis. There was no earlier sign of ischemia, prior to the sling procedure. The autopsy report is unavailable.

Manufacturer narrative:
Initially reported:modification to trelex mesh surgical mesh.advantage fit system.